Event description:
The customer reported approximately six (6) milliliters of diluent leaked from the laser area and overflowed onto the counter involving coulter lh 780 hematology analyzer. Review of the supplied data revealed discrepant low ne (neutrophil), low mo (monocyte), and high eo (eosinophil) results with instrument generated flags (r, imm ne2, imm ne 1, verify diff) for one patient sample. The sample was reanalyzed immediately and recovered correct values without system flags. The erroneous results were not released out of the laboratory. The correct results were reported to the hospital. All other patient samples generated correct results and were released to the hospital. There was no patient injury or change in patient treatment associated with this event. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection during the event. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this event. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered a cut in the tubing at line vl41 and replaced the tubing to resolve the issue. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications.